Manufacturer narrative:
Evaluation summary a visual and a tactile inspection was carried out on the returned device: a twist has been found on the balloon at 30 mm from the tip. Traces of dry blood were found on the device. No further issues were detected. The device was flushed and a 0.018¿ guide wire was successfully advanced through the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated at: - 2 bars: wrinkles and a change in profile are visible on the balloon in correspondence of the twisted point. - 4 bars: wrinkles are no longer visible, but the change in profile are still visible on the balloon in correspondence of the twisted point. A twist on the guide wire lumen underneath the twisted point of the balloon was detected. - 7 bars: the change in profile are still slightly visible on the balloon in correspondence of the twisted point. The twist on the guide wire lumen was clearly visible. - 14 bars: wrinkles and change in profile are no longer visible. The twist on the guide wire lumen was clearly visible. After the inflation test, the balloon was successfully deflated. An angio image was received, showing a constriction on the balloon that doesn't allow a uniform inflation. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an in.pact pacific with a non-mdt 018 guidewire for treatment of a soft tissue lesion in the mid superficial femoral artery (sfa). There was no calcification nor was the vessel reported to be tortuous. IFU was followed. Device prepped without issue. The inflation device used was unknown. Device did not pass through a previously deployed stent. No resistance was encountered during advancement. It is reported balloon inflation difficulties were experienced at an unknown pressure. The physician was unable to inflate the balloon about the whole length. It is reported one small part did not inflate. No leak/burst identified on the balloon following removal from the patient. It is reported the procedure was completed as normal. No patient injury reported.